Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough. Flap was able to be lifted. Pt suffered epithelium lesion in both eyes. Pt was cure after steroid treatment for (B)(6). There is no returned product as they were discarded by the doctor. Pt interface lot number is unk. Bcva pre-op 20/20 ou. Bcva post-op 20/30 ou.

Manufacturer narrative:
(B)(4). Eval: pt interface not to be returned since surgeon discarded it. Lot number is unk. Method: not available at the time of this report. Results: not available at the time of this report. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/'or conclusion of this report becomes available, a supplemental report will be submitted.